Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left upper lobectomy, when firing on the bronchus, the staples did not form. A device from another manufacturer was used to continue the case. There was no patient injury.